Event description:
A report was received that the patient was scheduled for a pocket revision as the ipg was protruding out from her skin. The physician moved the ipg lower and the patient was reportedly doing fine.